Event description:
The clinician reports the implant was inserted in the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. There were no patient operative or post-operative complications reported.